Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor would not power on. Programmable logic device (pld) u1003 had a shorted 1.8 power supply, which prevented the monitor from powering up. In addition, there was an intermittent bga solder connection a the u104 pxa component on the monitor c/a board. The root cause for the shorted power supply could not be positively identified. The root cause of the intermittent bga connection at u104 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u1003 and u104 components. The patient received a replacement monitor.